Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 20mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. During the procedure the access was obtained with ease. The passage of the versacross wire and the watchman access system (was) sheath was smooth. Prior to going transseptal it was pointed out on intracardiac echocardiography (ice) that there was a tiny effusion, but the physician was not concerned with it and proceeded with the case. The physician found a spot on the septum to puncture, and the wire went across smoothly. The septum was flossed with the was sheath to get the ice catheter across. Once the ice catheter was across the physician was able to obtain measurements and based upon the measurements the physician decided to go with a 20mm flx pro closure device. The closure device was prepared, and the system was de-aired. The closure device was then inserted into the body. Prior to insertion of the closure device the patient's blood pressure was around 87/70mmhg. Once the closure device was deployed, the positioning was not optimal, and the closure device was re-sheathed to try and redeploy but redeployment was not performed. The patient's blood pressure was noted to have dropped to 58/50mmhg. The physician took a look at the heart on ice and noticed the effusion grew and a pericardiocentesis was performed. The patient electrocardiogram (EKG) never changed during this time. Once the blood was drained, the patient's blood pressure returned to baseline and the procedure was aborted. The patient was discharged the next day from the hospital and fully recovered.